Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the device went into threshold suspend. The customer states their sensor and blood glucose readings were off. The customer's blood glucose level was 176 mg/dl, and their sensor reading was 52 mg/dl. The difference was found to be within the acceptable range. The customer's isig was 21.74 and their blood glucose was 192 mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.